Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported low blood glucose event. Customer was incoherent. Spouse had taken the blood glucose reading; it was 50 mg/dl. Caller was advised to give customer juice. Caller checked the blood glucose again; it was 20 mg/dl. The paramedics were called. The paramedics stated that the insulin pump alarmed button error. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No button anomaly noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.